Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a gastrectomy procedure, some staples were well formed and the others were not. The procedure was successfully completed and there was no injury to the patient.